Event description:
Per the clinic, the patient experienced pain and a flipped internal magnet subsequent to an MRI (1.5 tesla). The clinician did not follow the manufacturer's instructions for use of MRI. The patient was then hospitalized overnight on (B)(6) 2024 and the magnet was then pushed back into place under local anesthesia without surgery. The implanted device remains.